Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced foreign matter on the device cannula / needle / or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "after removing the cap, it was found that there was foreign body contamination at the needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced foreign matter on the device cannula / needle / or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "after removing the cap, it was found that there was foreign body contamination at the needle."